Manufacturer narrative:
The UDI information is not available since the device serial number is unknown.

Event description:
It was reported that during ventilation in simv (prvc) + ps mode, the patient became tachypneic with high respiratory rate and increased work of breathing. Ventilation was changed to simv (pc) + ps mode and the patient's work of breathing and tachypnea resolved quickly. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No service or investigation of the ventilator was requested. Since the serial number of the subjected ventilator was not available, no device logs could be retrieved. The investigation consists of a review of the provided information. It was reported that high respiratory rate and increased work of breathing occurred while in simv (prvc) + ps mode of ventilation indicating a leakage. The mode of ventilation was changed to simv (pc) + ps mode and the issue resolved. Further information stated that a hudson concha neptune heater humidifier was used. To use this heater humidifier is regarded off label use and will both lead to incorrect leakage estimates and incorrect volumes. Which humidifiers that are qualified for use is stated in the user¿s manual. Using this off label humidifier, the y-sensor measurements will be disqualified. In case of excessive leakage, the volume measurement will not be considered reliable. In conclusion, the reported difficulties while ventilating in simv (prvc) + ps mode is due to incorrect use of off-label heated humidifier. There are no indications of a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).